Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the cgm was displaying 50 mg/dl when the patient's husband found the patient unconscious. He called an ambulance and when paramedics arrived, they checked the patient's bg and it was 20 mg/dl while the cgm was 50 mg/dl. The patient was treated with IV glucose. After an hour, the patient recovered. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was found unconscious. The reported glucose values fall within the b zone of the parkes error grid when paramedics arrived. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).